Event description:
The customer reported that sticky module release latches were observed on devices in utility areas. No patient involvement was reported.

Manufacturer narrative:
The reported event of sticky module release latch file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No devices were provided for investigation. Although a photo of a pcu module latch release was provided for investigation, it cannot be determined whether the latch was sticky based on the photo alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there is an patient involvement

Event description:
The customer reported that sticky module release latches were observed on devices in utility areas. No patient involvement was reported.